Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not deploy from the delivery system. After depressing the plunger and attempting to rotate for deployment, the plunger broke. Upon removal of the device from the pt the capsule fell off of the delivery system. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.